Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the patient reported that their implantable neurostimulator (ins) was removed due to infection. Follow up information received from the healthcare professional (hcp) reported that, after implant, the patient came in on (B)(6) 2015 where it was noted that the stimulation was turned on, that the therapy was good, and the incision looked good. On (B)(6) 2016 the patient came in for a wound check where it was reported that the incision was red and some fluid was noticed. Cultures were taken and the patient was put on antibiotics. The patient was seen by the doctor on (B)(6) 2015 and noticed the same issues (redness, fluid) at the incision site. It was declared that it was an infection and it was decided to remove the ins devices. The ins system was explanted on (B)(6) 2015 and the patient was kept on antibiotics. The patient was last seen on (B)(6) 2016 and their infection had cleared. The indication for use for the implanted device was noted as spinal pain. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.